Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unusual noises, the motor being unable to increase speed, and motor alarms was confirmed via evaluation of the centrimag motor (serial number (B)(6) at the service depot. The reported overheating and s3 alert were unable to be reproduced throughout testing. The returned centrimag motor was connected to a test console, and the reported event was reproduced. A humming noise was heard and when attempting to adjust the pump speed, the pump impeller vibrated within the motor receptacle and a motor alarm: m4 and set pump speed not reached: m5 activated. The motor could not be repaired and was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded motor was connected to a test centrimag system. A humming noise was heard, the pump impeller vibrated, m4 and m5 motor alarms were reproduced, and the pump was unable to run. The motor cable underwent resistance testing, and an open line continuity was measured on the hx/hy line. The motor cable lemo connector was opened, and the hx wire was found to not be properly soldered to the lemo connector. Provided information stated that no log files were available and exchanging the motor resolved the event. The root cause of the reported event was conclusively determined to be due to an improper solder connection at the motor lemo connector. A previous manufacturing task investigated this issue and resulted in opening a non-issuance supplier corrective action request (scar) to inform the supplier. This motor was manufactured prior to the initiation of the scar. Incidental finding revealed a damage, missing the motor cable cap. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 11.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor and system alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The device history records were reviewed for the centrimag motor (serial number (B)(6), and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been connected to extracorporeal membrane oxygenation (ECMO) therapy for eight days. At approximately 4:00 a.m., nursing staff reported that the motor was emitting unusual noises and showed signs of overheating. The nursing team repositioned the patient, and the therapy continued to function. Subsequently, they reported that the motor's revolutions decreased without apparent cause and could not be increased. An immediate switch to the backup motor was performed, which operated correctly. The incident occurred during the use of a centrimag pump from one of the batches associated with global failures. Tests were conducted on the motor that malfunctioned using a console known to be operational, which triggered m4/m5 and s3 alarms. The motor was removed.